Event description:
It was reported that shaft break occurred. The 75% stenosed, 3.5 mm x 18 mm, was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75mm x 12mm quantum? Maverick? Balloon catheter was advanced for use. However, during the procedure, it was noticed that the balloon shaft was fractured. The procedure was completed with another of the same device without any patient complications reported. The patient was stable.